Event description:
Philips received a complaint from the customer biomed, reporting the backup alarm failed alarmed on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The back up alarm failed diagnostic code was verified in the device event log. The rse advised replacement of the central processing unit (cpu) printed circuit board assembly (pcba). The customer bme confirmed the device was repaired with replacement of the cpu pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.